Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hbsag ii results from the cobas e 801 analytical unit. The initial result was 11.9 coi (reactive). The repeat result was 0.274 coi (non-reactive). The result from another cobas e801 analyzer was 0.3 coi (non-reactive). The questionable result was not reported outside of the laboratory.